Event description:
Reporter indicated that during a vns generator pin-reinsertion surgery, the pt's generator was noted to be at end of service. The pt had only been implanted for 8 months. The reporter implanted a new generator. Programming history was received and reviewed which confirmed the generator had 0 years remaining on the day of surgery ((B)(6) 2009). The explanted generator has been returned and is currently in product analysis. The premature end of service was previously reported via MDR #1644487-2009-01655.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.